Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Keypad button unresponsive issues prior to the keypad peeling. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2018 with the following findings: on investigation, the keypad cover was intact and without damage. On testing the up arrow, down arrow and ok buttons had normal response. The contrast/backlight button was unresponsive due to button damage; however, the contrast/backlight button has not effect on insulin delivery to the patient. The contrast button does not impact the user¿s ability to deliver insulin. The issue is one of user inconvenience and is not likely to cause an adverse event.